Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with the following pre-op diagnosis: l4-5 and l5-s1 degenerative disk disease; discogenic low back pain; facet hypertrophy with foraminal stenosis; incompetent disk under axial load at both levels; chronic lumbar back pain. The patient underwent the following procedures: l4, l5 and s1 laminectomies; l4-5 and l5-s1 diskectomy; interbody posterolateral instrumented fusion with cages, augmented with pedicle screws and peek rods; autogenous bone fusion with rhbmp-2/acs; instrumentation will be discussed; foley catheterization. The patient presented with the following post-op diagnosis: l4-5 and l5-s1 degenerative disk disease; discogenic low back pain; facet hypertrophy with foraminal stenosis; incompetent disk under axial load at both levels; chronic lumbar back pain; s1 midline dural tears, #2, both repaired watertight.